Event description:
A malfunction alarm was reported, but there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was informed that they may continue using the pump and should call back if any malfunction code appears again.